Manufacturer narrative:
Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and excessive no delivery test due to motor error alarms. Pump passed displacement test, rewind test, basic occlusion test and prime, compromised force sensor system test. Pump was tested with no rewind anomaly noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.